Manufacturer narrative:
Investigation evaluation: a review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control, as well as a dimensional verification and visual inspection of the returned device was conducted during the investigation. One used and damaged wire guide was returned for evaluation. Both weld balls were present at each end of the wire. The coils were offset from the apex of the distal curve. Mandril protrusion and wire elongation were noted. There are additional smaller sections of curvature and elongation throughout the length of the wire guide. It was not confirmed that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. It was concluded that adequate controls are in place to detect the failure prior to distribution. A review of the device history record for lot 9323218 found no nonconformances that could have contributed to the failure mode. One nonconformance was found in component lot ic9202186 for a broken weld, in which one device was scrapped prior to distribution. It should be noted that there were no complaints reported for this lot number. There is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result." Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause can be attributed to a component failure due to user error and a failure to follow instructions. The condition of the returned device indicates that the solder broke resulting in coil elongation and mandril protrusion. The customer reported that the wire became stuck during withdrawal from the catheter. It is likely that during withdrawal of the wire through the needle, this caused wire guide damage leading to difficulty withdrawing the wire from the catheter. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. Customer (person): unknown. Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the guide wire of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was deformed upon withdrawal. The physician advanced the guide wire of the set into the patient during a vena subclavia procedure so the central venous catheter could be advanced over it. There was resistance felt from advancing the wire. After placement of the catheter, the physician tried to withdraw the guide wire but found it to be stuck. As a result, the guide wire and catheter had to be withdrawn from the patient together. The wire was withdrawn through a needle, and upon withdrawal the guide wire was found deformed. The procedure was completed using a replacement device. Upon receipt and initial check-in of the device on 09oct2019, the guide wire was found to be elongated and separated. No other adverse effects have been reported for this incident.